Manufacturer narrative:
This complaint was opened through a service record, which only involved one device in the event description. Two line items (2 devices) were opened under the complaint and event description in error; it should have been for one device only. This investigation should not have been open. Manufacturing number 0002936485-2014-00376 was submitted for the other device.

Event description:
It was reported that the insulation has been compromised.

Event description:
It was reported that the insulation has been compromised.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.